Manufacturer narrative:
UDI (B)(4).

Event description:
It was reported that an asymptomatic patient presented for a routine generator change. The physician noticed insulation abrasions and noise on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. The patient was stable during the procedure and discharged the following day.